Event description:
I was taking off socks and heard a pop in my right knee. Knee was unstable and made a popping noise. Made doctor appointment and he confirmed that I had a failure to the tibial tray. Stated that the post may have broken off. I can see and feel broken piece under the skin. This is the second time I've had this happen to this knee. First time was (B)(6) 2011 four years after initial implant was done and now again in 2017. Twice in ten years.